Event description:
It was reported that the 9800 system would not display images on the monitor while in fluoro mode during system setup prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 70 amp fuse on the snubber board was found blown. The hosp biomed replaced the snubber board. The system was found to be working as intended, and put back into service.